Event description:
It was reported that there was an unknown issue with the equipment. The event timing is unknown. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, the cutter failed the sample mesh test due to an incomplete mesh.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - canada. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to an incomplete mesh; however, the repair was not completed because the cutter is not repairable and was returned as is. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.